Event description:
This report was received from (B)(4) and is a clinical report of an observational study from a physician in (B)(6) of (B)(4) in a subject coincident with (B)(4) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2009, the subject experienced bacterial peritonitis. That same day, empiric treatment with ip ceftriaxone and oral ciprofloxacin (doses and frequencies not reported) was started. On (B)(6) 2009, treatment with ceftriaxone and ciprofloxacin ended. The event was ongoing. On (B)(6) 2009, the subject was hospitalized due to the event. The peritonitis was without septicaemia. On (B)(6) 2009, the subject was discharged from the hospital. The subject recovered ((B)(6) 2009). Study title: (B)(4).

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. No assignable cause was determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.